Manufacturer narrative:
(B)(4): the pump was returned for investigation with visible moisture in the display lens. The pump would not power on. There were no audible or vibratory sounds. The black box and pump history was not able to be downloaded due to moisture ingress. A leak test was performed which revealed a leak at the audio bolus button. The pump cover was removed for investigation, which revealed moisture present inside the pump.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that on (B)(6) 2012, after the patient went swimming, there was no power to the pump. Several attempts were made to change out the battery and the issue was not resolved. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.